Event description:
It was reported that prior to the implant of a transcatheter aortic valve in a patient with aortic regurgitation, the native annulus range was 26 millimeters (mm); however, valve sizing was influenced by the patient¿s narrow sinuses of valsalva (sov), and an evolutfx 23 mm valve was selected for implant. During the first deployment attempt, the valve leaflets appeared to have stiffened due to radiation therapy-induced degeneration, and the valve dislodged at the point-of-no-return (ponr). Additionally, a complete atrioventricular (av) block occurred. The valve was then re-deployed and repositioned several times. Subsequently, it was positioned at an implant depth of approximately 5 mm on the non-coronary cusp and approximately 10 mm on the left-coronary cusp (lcc). The valve was then fully released, and the pre-procedure aortic regurgitation had decreased but was still mild-to-moderate. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (z-med) balloon. The procedure was then completed successfully; however, the complete av block did not improve until the patient left the room.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012544080); product type: 0195-heart valves; product ID d-evolutfx-2329 (B)(6); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve in a patient with aortic regurgitation, the native annulus range was 26 millimeters (mm); however, valve sizing was influenced by the patient¿s narrow sinuses of valsalva (sov), and an evolutfx 23 mm valve was selected for implant. During the first deployment attempt, the valve leaflets appeared to have stiffened due to radiation therapy-induced degeneration, and the valve dislodged at the point-of-no-return (ponr). Additionally, a complete atrioventricular (av) block occurred. The valve was then re-deployed and repositioned several times. Subsequently, it was positioned at an implant depth of approximately 5 mm on the non-coronary cusp and approximately 10 mm on the left-coronary cusp (lcc). The valve was then fully released, and the pre-procedure aortic regurgitation had decreased but was still mild-to-moderate. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (z-med) balloon. The procedure was then completed successfully; however, the complete av block did not improve until the patient left the room. Additional information was received that a permanent pacemaker was implanted to treat the complete av block. Per the physician, the cause of the complete av block was the valve migrating and sinking deeper during implantation resulting in placement beyond the membranous septum. The physician indicated that the dcs was not a contributing factor. Three deployment attempts were made and the valve was recaptured twice.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.